Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01889.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior cerebral artery using a penumbra system 3max reperfusion catheter (3maxc) and penumbra system max 4 reperfusion catheter (4maxc). During the procedure, it was reported that a 3maxc and a 4maxc became stretched. It is unknown how the procedure was completed or if there was any adverse effect to the patient.